Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: attune fb tib base sz 5 cem; attune medial dome pat 35mm; attune ps fb insrt sz 5 12mm; attune ps fem lt sz 5 nar cem; smartset mv 40g - eo. Initial reporter occupation: non-healthcare professional ¿ attorney.

Event description:
Complaint description: patient was revised to address a torn extensor mechanism and compromised mcl. Tibial loosening at the cement/implant interface was also reported. The cement manufacturer is unknown.